Event description:
It was reported that the surgeon required the stent to treat a lesion in the femoral/iliac region. The stent was opened as requested and inserted using the correct sterile techniques and procedures. Stent was deployed and it was noted that the stent looked very short for the length that was chosen. The surgeon then inserted a 9mm x 40mm pta balloon to post dilate the stent. Upon inserting the pta balloon within the expanded stent, it was discovered that the stent measured the exact length of the balloon. In double checking the packaging as well as the stent deployment mechanism, they both stated 10mm x 80mm. The stent was in fact a 10mm x 40mm with the incorrect markings and packaging. The lesion was treated successfully, but the fact that the stent was not marked or packed correctly could have resulted in an unsuccessful attempt to treat the lesion, with major complications to the patient.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a product 510(k) 060487 currently distributed to the u.s. The investigation is currently underway.